Manufacturer narrative:
It was reported that the device failed pressure transducer test. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. The pressure transducer boards were checked and have been replaced to resolve the issue. The device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. Provided device's logs confirmed occurrence of the reported issue. Review of the logs shown that also other tests failed during pre-use check, which which could be consequence of the malfunction of the pressure transducer boards. Since no parts were returned for investigation, the root cause of the event has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device failed pressure transducer test. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. There was no patient involvement. According to the information provided by the technician, the device failed many test during pre-use check e.g. Internal leakage test with message 'pressure transducer difference is higher than 5cm h2o'. The pressure transducer boards and the expiratory channel board were checked and have been replaced to resolved the issue. The device was delivered to the user in working condition. Defective pressure transducer printed circuit board may lead to high pressure. Faulty expiratory channel printed circuit board may lead to stop of ventilation or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).